Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior the procedure, the right ventricular (rv) lead exhibited high capture threshold measurements. The rv lead was capped and replaced on (B)(6) 2024. Upon interrogation of the device post procedure, the new replacement rv lead was dislodged and exhibited loss of capture. The rv lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.